Event description:
It was reported that this pacemaker's battery was depleting faster than expected. A request was made to have data from this device analyzed. Data analysis indicated that the increase in power consumption was due to high rate atrial sensing. It was noted that the right atrial (ra) lead threshold tests weren't successfully completed due to the high atrial rates as well. Boston scientific technical services (ts) discussed reprogramming options. This pacemaker remains in service. No adverse patient effects were reported.